Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis (fa). The e-100 generator was analyzed and the reported failure could not be replicated. This unit was installed into the test system and it worked with no issues each time. The fa tech used the vessel seal extend instrument with saline-dipped gauze in the jaws and fire yellow pedal/sync activations cut/seal about 100 times and e-100 worked fine without any issue.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was unable to replicate the reported complaint but replaced the e-100 generator. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) has requested the site to return the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the product has not been received. Additional information is being gathered to determine the contribution of the device to the customer reported issue. .

Event description:
It was reported that during a da vinci-assisted total colectomy surgical procedure, the energy of the vessel sealer was weak when connected to the e-100 generator. When the same instrument, same energy cord and energy settings were connected to the integrated electrosurgical unit (iesu), the vessel sealer provided satisfying results. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found no related errors. The customer also stated that the noise was abnormal while firing with e-100. Tse advised the customer to adjust the e-100 volume. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the ports were placed prior to the issue being identified. The system functionality was checked upon powering on the system. The system did not initially power on without errors. Isi technical support engineer was contacted for troubleshooting, full troubleshooting was completed. The second bipolar port was utilized to resolve the reported issue/continue the procedure. The procedure was completed robotically with the same generator.